Event description:
Drive devilbiss healthcare was notified of an incident involving a 15-year-old rollator that occurred in (B)(6) 2020. The end user reported that while traversing uneven ground using a rollator that she used successfully for 15 years, she fell and sustained back and neck injuries, resulting in hospitalization, surgical intervention, and complications. Three of her vertebrae were removed. While recuperating she suffered pneumonia leading to further hospitalization. Drive is attempting to evaluate the unit through the attorney and will provide an update when additional information becomes available.